Manufacturer narrative:
Arkray attempted to gather information and request the return of subject meter. Actual product was not returned for testing and lot number is not known so retention samples could not be tested. If either strips or meter is returned, arkray will evaluate the product and file a follow-up report. Customer did not return product.

Event description:
Caller indicated the assure platinum meter was giving variable readings. Reading of 539 @ 4:14, 109 @ 4:17, 435 @ 4:21. Control solution test was in range. Performed tests with two other meters before giving 9 units of insulin per doctors advice. Lot information not known. Replaced product.